Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the inner sterile packaging of the articular surface was found to be yellow and discolored. Another implant was used to complete the procedure. There was no patient impact and no adverse events have been reported as a result of the malfunction.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual evaluation of the provided photo and returned product found the sterile pouch is discolored (yellow). As the discoloration is from an unknown source, the packaging is considered unacceptable. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.